Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 98 mg/dl back to back with a result of 300-399 mg/dl on the active system when testing was performed within 10 minutes. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter was unsure what strips were used for the comparison and so, no product will be returned for evaluation.